Event description:
New information received indicated that the patient experienced redness and swelling. It was noted that the implantable cardioverter defibrillator (ICD) started to erode through the skin.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient implantable cardiac monitor (ICD) and leads were explanted due to the infection. The patient was stable throughout.

Event description:
New information received indicated that the implantable cardiac monitor (ICD) started to erode through the skin.